Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with an out of calibration air in line printed circuit board (ail pcb) was identtified. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
During product evaluation, an out of specification air in line printed circuit board (ail pcb) was confirmed. The ail pcb was recalibrated and the device was tested.